Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave sensing and increased capture threshold were observed. Lead revision was recommended. Patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that increased capture threshold and decreased sensing were observed due to rv lead dislodgment. The lead was explanted and replaced. Patient condition was stable before and after the procedure.